Event description:
A journal article was reviewed which contained information regarding this implantable loop recorder (ilr). Information obtained through follow up indicated that the ilr implant was "rejected." The ilr was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. The year is valid for the patient¿s date of birth. If additional relevant information is received, a supplemental report will be submitted. Referenced article: implantable loop recorder allows an etiologic diagnosis in one-third of patients - results of the spanish reveal registry. Circ. J. 2013;77(10):2535-2541. (B)(4).